Manufacturer narrative:
In regard to this event the equipment was inspected on location. Where the issue was solved by replacement of the panel pc. Investigation will be continued when the panel pc has been received for further investigation.

Event description:
It was reported that during vitrectomy procedure, when applying the lase, the doctor was unable to make the appropriate selections on the touchscreen. Surgery was completed by recalibrating the monitor several times during procedure. Currently, it is unclear whether the surgery was prolonged 30 minutes due to this event. No actual patient harm occurred.

Manufacturer narrative:
In regard to this event the equipment was inspected on location. Where the issue was solved by replacement of the panel pc. Unfortunately the incorrect panel pc was returned for investigation. Despite multiple reminders the panel pc has not yet been received. In addition we were informed that the reported event did not result in any delay rather inconvenience for the surgeon (i.e. Need to recalibrate the screen every 30 minutes). Therefore, this event doesn't meet the criteria for reportability.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during vitrectomy procedure, when applying the laser, the doctor was unable to make the appropriate selections on the touchscreen. Surgery was completed by recalibrating the monitor several times during procedure. At time of reporting it was unclear whether the surgery was prolonged >30 minutes due to this event. No actual patient harm occurred.

Event description:
It was reported that during vitrectomy procedure, when applying the lase, the doctor was unable to make the appropriate selections on the touchscreen. Surgery was completed by recalibrating the monitor several times during procedure. Currently, it is unclear whether the surgery was prolonged 30 minutes due to this event. No actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during vitrectomy procedure, when applying the lase, the doctor was unable to make the appropriate selections on the touchscreen. Surgery was completed by recalibrating the monitor several times during procedure. Currently, it is unclear whether the surgery was prolonged >30 minutes due to this event. No actual patient harm occurred.

Manufacturer narrative:
In regard to this event the equipment was inspected on location. Where the issue was solved by replacement of the panel pc. Investigation will be continued when the panel pc has been received for further investigation.

Event description:
It was reported that during vitrectomy procedure, when applying the lase, the doctor was unable to make the appropriate selections on the touchscreen. Surgery was completed by recalibrating the monitor several times during procedure. Currently, it is unclear whether the surgery was prolonged >30 minutes due to this event. No actual patient harm occurred.

Manufacturer narrative:
In regard to this event the equipment was inspected on location. Where the issue was solved by replacement of the panel pc. Unfortunately the incorrect panel pc was returned. Therefore, investigation will be continued once the correct panel pc has been received for further investigation.